Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with support from technical support, but issue persisted. Customer reverted to an alternate method of insulin therapy.